Event description:
It was reported that the purewick female external catheter was not properly labeled. It did not stated that this product did have latex in it and was almost used on patient that was allergic to latex. Per follow up via email on 19apr2023, at present the pwf030 bag mentions dry natural rubber, without saying latex. It needs to include that word, so that nurses will not fit pwf030 to a patient they know to have "latex allergy".

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the purewick female external catheter was not properly labeled. It did not stated that this product did have latex in it and was almost used on patient that was allergic to latex. Per follow up via email on (B)(6) 2023, at present the pwf030 bag mentions dry natural rubber, without saying latex. It needs to include that word, so that nurses will not fit pwf030 to a patient they know to have ¿latex allergy.¿

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.